Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. Catheter material has a slight kink 31cm from the connector with no other visible damage. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the evaluation, the complaint has not been confirmed. No further investigation or corrective action is anticipated. A review of quality records for both the finished good and the component found no discrepancies.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI (B)(4). The device was returned with two other sensors (mdrs 1226348-2019-10045, 1226348-2019-10046). Labels for three lots were provided with the three microsensors (lots 152001, 186733, 162540); however, it was not possible to determine which lot was associated with which sensor.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, before implantation and after being zeroed, a microsensor caused an error message to be displayed on the monitor. It was discarded; it is not known what action was taken to monitor the patient's icp. A delay of 2 hours was reported. The sensor will be returned for evaluation. This is the third complaint of three registered for this incident; the other two are (B)(4) and (B)(4).